Event description:
The patient experienced a shocking or jolting sensation following exposure to a security gate at giant eagle. He felt an increase in stimulation which caused his legs to shake. His device was on during the exposure. He turned his device off and then back on, and that resolved the feeling. He felt that this incident may have reduced his battery life since his neurostimulator was replaced 1-2 months after this occurred. Additional information has been requested.

Manufacturer narrative:
(B) (4).